Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm replaced the damaged cable and completed the pm. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported during preventative maintenance (pm) performed by a getinge service territory manager (stm), the fiber optic sensor extension connection for the cardiosave intra-aortic balloon pump (iabp) was damaged. There was no patient involved, thus no adverse event was reported.